Event description:
It was reported an asymptomatic patient presented in clinic for a routine follow up and noise reversion episodes were observed. The patient has a separate device pacing to the heart at the same time. The stimulus from the pacing device was seen as noise which cause the ICD to switch to a safer mode periodically. The ICD was reprogrammed once in effort to resolve the issue. Further programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.